Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with clip arms misaligned. Microscope examination was performed, and it was noted that one of the clip wings was inside of the capsule windows, indicating that the first activation had been performed. The tabs of the capsule were opened and damaged. There were hits found on the bushing's hooks and the capsule tabs were rounded. Dimensional analysis was performed on the outside diameter of the bushing, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were found to be out of specification. Further analysis were made on the bushing tabs and each tabs had different measurements. Additionally, x-ray analysis was performed on the device and it was confirmed that the yoke was detached from the control wire. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. It was noted that none of the stages of deployment were felt. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. It was noted that none of the stages of deployment were felt. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.